Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was evidence of a nutrition leak in the set valve. There was patient involvement but not injury, medical intervention, or adverse reactions were associated with this event.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No sample was received for the evaluation. The manufacturing site has received many pictures and a video for the analysis. Upon examination, air in the line was detected. Therefore, the reported condition is confirmed. The root cause and the action plan will be documented through a formal investigation. This complaint will be used for qa tracking and trending purposes.